Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he has been experiencing predictive lows around 40 mg/dl at night without the pump going into threshold suspend. Customer stated that he wasn't actually low and then he was having predictive highs during the day but he wasn't high. Customer's sensor glucose was 40 mg/dl and his blood glucose was 122 mg/dl. Customer reported that at times, the readings were 100% off. Customer stated that his pump powered off in the middle of the night. Customer stated that he was using lithium batteries. Customer does not want to troubleshoot and only wants a replacement pump.